Event description:
It was reported via medwatch mw5119534 that during a cervical rfa procedure on a patient with a defibrillator the patient experienced a jolt from the defibrillator as soon as the rfa began. The patient was defibrillated twice until the "magnet was on." No further information was provided.

Manufacturer narrative:
H3 other text : device not returned.